Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20154. It was reported the patient experienced lumber spine fracture, pain, and has the need for an MRI. It is uncertain if the unresolved pain is in the patient's pain pattern. As a result, the patient's pns system (off-label) was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.